Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441658m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). When ablation was conducted at near left ventricular outflow tract (lvot) septal, av heart block occurred. After the procedure, when leaving the room, the atrioventricular block did not recover, and the room was left with ventricular tuning. Pacemaker was implanted at a later date. Physician commented that ¿during ablation, the catheter moved slightly due to the influence of the heartbeat and breathing, his electrical potentials were detected in the ablation catheter electrical potentials at the time of movement. Although it has not been ablated for one second after moving, there is a possibility that it might have damaged his at that time¿. No bwi product malfunctions were reported. There¿s no report of prolonged hospitalization. Patient¿s outcome is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6)/2021, bwi received information indicating that the patient is male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).